Event description:
Iab catheter leaked after 299 hrs of balloon pumping. Blood was noted in the extra-corporeal tubing. The catheter was removed surgically since it was inserted via cutdown in the or. The pt also underwent left femoral embolectomy during the surgical removal procedure.